Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter initial reporter occupation: non-healthcare professional. PMA/510(k) k172557. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported right side lower abdomen pain, and right leg pain/swelling are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2015." Additional information received 08apr2020: patient allegedly received an implant in (B)(6) 2015 via right common femoral vein due to acute mobile deep vein thrombosis (dvt) of right popliteal vein and unable to [coagulate]. Patient is alleging vena cava perforation. The patient further alleges pain in right side lower abdomen, right leg pain/swelling. 14mar2018, per a report from computed tomography (CT); ¿findings: there is inferior vena cava filter in place with extraluminal position of the 4 anchoring struts. There is no involvement of adjacent organs or vasculature. The filter appears appropriately aligned within the inferior vena cava.¿ patient outcome: it is alleged that the "[pt] was injured without further explanation."